Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with extraneal therapy for peritoneal dialysis (pd). Action taken with the solution was not reported. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient developed peritonitis manifest by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized or if a peritoneal effluent culture and analysis were done. The cause of the peritonitis was unknown. Treatment information was not reported. It was unknown if the patient had recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On 27jul2012, follow up information was received from the nurse. On (B)(6) 2012, the patient began dianeal pd4 ambuflex (lot number 12d12g30) (frequency and dose were not reported) and extraneal viaflex (lot number 12e16g37) previously reported, intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were temporarily discontinued. On (B)(6) 2012, the nurse stated that the patient began extraneal fill during the day and experienced abdominal pain. During the evening drain while on extraneal, a cloudy fluid was noted. On (B)(6) 2012, the patient was hospitalized. On (B)(6) 2012, the patient was treated with vancomycin 25mg/l and discontinued on (B)(6) 2012. On (B)(6) 2012, ceftazidime 125mg/l and discontinued on (B)(6) 2012. On an unreported date the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to extraneal therapy.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.